Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on may 27, 2021 with lot number 2887267. Visual analysis of the returned device identified: underweight, broken shell and others, red and brown particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two sharp broken on posterior and radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on posterior and radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported right side "rupture." Device remains implanted.